Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU, certificates of analysis and (B)(4), the most likely root cause for the pain is a malpositioned implant breaching the sacrum. Part numbers, lot numbers, manufacturing dates and expiration dates: p/n 7050-90, lot# 148838, manufactured 11/30/12, expires 2017-11. P/n 7055-90, lot# 8175003938015, manufactured 09/13/12, expires 2015-10. P/n 7065-90, lot# 8047003938017, manufactured 08/23/12, expires 2015-10.

Event description:
On (B)(6) 2013, the surgeon performed an si joint arthrodesis utilizing the ifuse implant system on a (B)(6) female patient placing three ifuse implants. The day following surgery, the patient presented with severe pain down the ipsilateral leg. A CT scan was performed which showed that one of the implants had breached the anterior wall of the sacrum. On (B)(6) 2013, the surgeon performed a revision surgery where he removed the implant that had breached the sacrum. No other implants were removed. No additional implants were placed. No bone graft material was placed into the hole created by removal of the implant. No additional grafting to the joint was performed. The surgeon has reported that the patient's pain complaints have resolved completely after removal of the implant. Per si-bone vp of medical affairs: "medical review of this case shows this to be an early revision for treatment of a symptomatic malposition of an implant."